Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x28mm taxus liberte drug eluting stent (des) was unable to cross the 80% stenosed, severely tortuous and calcified left circumflex (lcx). No patient complications were reported. However, returned product analysis revealed damage to the proximal edge of the stent.

Manufacturer narrative:
Returned product analysis revealed that the condition of the returned unit was consistent with the complaint incident. Visual examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were raised at an angle of 90 degrees. This type of damage is consistent with the delivery system encountering some form of restriction. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. Attempts to insert the recommended size guide wire were unsuccessful due to solidified blood present within the entire length of the lumen. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to handling damage.